Manufacturer narrative:
(B)(4). Product evaluation in progress.

Event description:
Consumer complaint of high blood glucose test results. Expected fasting blood glucose test result range is 120 to 215 mg/dl. Customer feels well and did not observe any symptoms. Medical intervention is not required currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. Comparing blood glucose test results from truebalance meter to competitor's meter. Back to back blood test performed fasting on (B)(6) 2015 produced test results of 325 mg/dl using truebalance meter and 210 mg/dl using competitor's meter. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 258 mg/dl and 254 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 08/20/2017 and open vial date is (B)(6) 2015. Recall test results performed from meter memory (date / time not verified): (B)(6). Adverse event not reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user had an inaccurate reference.

Event description:
Consumer complaint of high blood glucose test results. Expected fasting blood glucose test result range is 120 to 215 mg/dl. Customer feels well and did not observe any symptoms. Medical intervention is not required currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. Comparing blood glucose test results from truebalance meter to competitor's meter. Back to back blood test performed fasting on (B)(6) 2015 produced test results of 325 mg/dl using truebalance meter and 210 mg/dl using competitor's meter. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 258 mg/dl and 254 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 08/20/2017 and open vial date is (B)(6) 2015. Recall test results performed from meter memory (date / time not verified): (B)(6). Adverse event not reported.